Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013, with the following findings: a component in the force sensor assembly was found to be shifted on the circuit board. During evaluation the pump was able to rewind, load and prime successfully. The pump was exercised for 24 hours with no issues. A review of the pump history indicated that the pump emitted occlusion alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013, with the following findings: a component in the force sensor assembly was found to be shifted on the circuit board. This report is being made based on the evaluation results.